Event description:
Implantable electrodes used to transmit low frequencies in devices such as stimulators, remote devices, ear implants and any other devices that requires the use of electrodes can be hacked into to increase the radio frequency of the electrode which can cause excruciating pain in the pt. Pts are not made aware of these risk factors prior to surgery. The brain and spine stimulators were intended to use mild/low frequencies. Article: brainjacking or how hackers can remote control your medical implants by: charlie sorrel factcompany.com; security and privacy issues in implantable medical devices: a comprehensive survey author links open overlay (B)(6) 2014, revised (B)(6) 2015, accepted (B)(6) 2015, available online (B)(6) 2015.